Manufacturer narrative:
D8 was inadvertently not selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that, during reprocessing, the evis exera iii colonovideoscope tested positive for 6 colony-forming units (cfu), volume-filtered 160 ml (endoscope) of pseudomonas aeruginosa, and tested positive for 4 colony-forming units (cfu), volume-filtered 100 ml of stenotrophomonas maltophilia. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus, and the physical device evaluation was completed. The device evaluation found that the insertion part plastic distal end cover, air/water cylinder, suction cylinder, and switch box unit were scratched; the control unit mouthpiece was damaged; the distal sheath glue was separated; the universal cord buckled; the connector plug unit housing was damaged; the connector ports were corroded; the up/down knob angulation had play and did not meet the specified value; the right/left knob angulation had play and did not meet the specified value; the snaking of the insertion tube; and the insertion distal end biopsy channel was incised with cuts. The customer provided the cleaning, disinfection, and sterilization processes, stating that precleaning was performed immediately after the procedure. There were no deviations, deficiencies, or concerns during reprocessing. The device passed all leak tests. The biopsy and aspiration channels, suction cage, and biopsy canal cage were brushed. The disinfectant used was aniozyde, and the channels were flushed with filtered water. The automated endoscope reprocessor was used with anios detergent and anioxyde disinfectant. The water quality was controlled, and the filter was replaced periodically in accordance with the instructions for use. The device was dried and stored in a simple cabinet. Olympus is the maintenance company. Cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and less than 1 colony forming units (ufc] volume filtered 100 ml. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.